Event description:
Started with pain and burning sensation in my breast. Had an ultrasound, everything looked normal. I've been living with the awful pain since. I've since been diagnosed with hypothyroidism - almost died. Along with hashimoto's, lupus, and rheumatoid arthritis. I'm severely fatigued, sore, tired, exhausted and weak. Can barely get up out of bed to take care of myself.